Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim: (B)(4).

Event description:
The reporter indicated that a vial with a 12.6mm, vicm5_12.6, -9.5 diopter, implantable collamer lens had whiteish powder on the vial and the lens was implanted into the patient's eye. The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).